Event description:
The customer reported that while on the iabp was in use on a patient, the iabp generated a "blood detection error" on the auto fill. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representaive examined the pump and but could not duplicate the failure reported by the customer. It was observed in the fault log " blood detect alarm". It was tested the blood detect circuit and observed the c&d out of calibration. The c&d of blood was calibrated. Performed full calibration, functional testing and safety checks to factory specifications. It was returned to the customer. A supplemental medwatch report will be submitted if additional info becomes available. (B)(4).